Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving hydromorphone 12mg/mml at 6mg/day and bupivacaine 17.5mg/ml at 8.79mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient was coming in to the clinic today to prepare for pump replacement scheduled for tomorrow (B)(6) 2016. However when the pump was interrogated today it was discovered that the pump had already reached eos (end of service) today. The patient reported increased pain today, (B)(6) 2016. The healthcare provider later reported that the pump was interrogated and found to be permanently shut off (B)(6) 2016 at 9:00 am. The pump was replaced (B)(6) 2016. The healthcare provider was titrating the pump for better pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.